Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer experienced high blood glucose. The customer¿s blood glucose level was 328 mg/dl at the time of incident. The customer¿s another blood glucose value was 233 mg/dl. The customer treated high blood glucose with insulin pump. Customer stated that they received pump alarm on saturday and next morning experienced high blood glucose and they were having difficulties getting back into auto mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.